Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 00:51:27. During night drain cycle two, the patient's ultrafiltration reading was 111ml, indicating the home patient (hp) drained 111ml more than their maximum programmed fill volume of 150ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause could not be determined. Should additional relevant information become available a supplemental report will be submitted.